Manufacturer narrative:
A visual and dimensional inspection were performed on the returned guide wire. The reported separation was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Additionally, guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. A cine was received and reviewed by an abbott vascular clinical specialist. Cine review concluded that the image at 5:15:42, the wire appears intact and looks normal in appearance. At 5:17:53, the wire is fractured and being removed from the patient anatomy. The cause of the fracture cannot be determined. It is confirmed that there are two separate pieces of the wire within the patient vasculature. The investigation determined the reported failure to advance and material separation appear to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that during advancement against resistance, inadvertent mishandling and/or torqueing of the guide wire likely caused the guide wire to kink. Continued manipulation against resistance resulted in the reported separation and subsequent damages to the guide wire. The noted teflon damage likely occurred during retraction through the torque device and/or other devices used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 99.9% stenosis. The balance middleweight (bmw) universal ii guide wire was advanced with resistance noted. The guide wire placed in the vessel and it was noted that a portion of the guide wire was floating in the vessel. After removing the wire without resistance, another piece of the guide wire was lost in the vessel. The two parts remain in the patient without any patient effect. No additional information was provided.